Event description:
Allegedly, on or about (B)(6) 2019, dr. Determined that patient's device failed due to a broken femoral component and wear of the tibial polyethylene which was fractured through the posterior condyle. Patient undergo emergency surgery to remove the advance® knee device.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.